Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a reference meter using a liquid qc of a high level. Testing results (qc range: 2.6 - 3.2): qc 1: 3.0 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. There were two results on (B)(6) 2021 from the meter of 5.2 inr. The result from the meter was 5.0 inr. The result from the laboratory was 3.1 inr. The timing between the meter tests is unknown; the timing between the meter result of 5.0 inr and the laboratory test was within one hour. The result on (B)(6) 2021 from the laboratory was 3.1 inr. The result from the meter was 4.6 inr. The timing between the tests is unknown. The patient¿s therapeutic range is 2.0- 3.0 inr.